Event description:
It was reported to medtronic minimed that the customer noticed a leak at the reservoir, air bubble at the top of reservoir not at the bottom and alleged a possible under delivery of insulin. The customer experienced hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported blood glucose value of 285 mg/dl. The event involved product(s) mmt-332a. Troubleshooting was performed for high blood glucose event /under delivery anomaly. The customer has used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump at the time of reported high blood glucose event. Troubleshooting was performed for reservoir leak. No further patient complications were reported. Product return for mmt-332a is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.